Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with interface inflammation in both eyes(ou) post treatment. Topical steroid dosage was increased and condition gradually improved. It was stated that the patient had no loss of best corrected visual acuity (bcva). The surgery center indicated the patient was scheduled for a follow up exam on (B)(6) 2018 but the patient did not show up. The patient reported the symptoms are not interfering with daily activities. On (B)(6) 2018, the symptoms were noted to be resolved. Bcva from (B)(6) 2018; right eye pre-op 20/20 -4.00 x -.50 x 160, left eye pre-op 20/20 -3.50 x -1.00 x 44. Bcva from (B)(6) 2018; right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.